Event description:
A patient reported experiencing inaccurate erratic results with a fast take meter. The patient's blood glucose results were 4.3 mmol/l and 7.9 mmol/l. Tests were done within 10 minutes with a difference of 52.32%. Patient did not experience any adverse events. The control solution test passed on the meter. Patient also stated that they sometimes have difficulty getting enough blood. No further information has been reported.